Event description:
It was reported that when an asymptomatic patient presented in the emergency room, device was found to be in backup vvi mode. A device download was performed successfully and backup vvi status report was received.